Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the cochlear implant was evaluated on (B)(4) 2013, using the integrity test system. The results indicated neither malfunction of the receiver/stimulator, nor electrode anomalies; not a malfunction of the receiver/stimulator or evidence of electrode array faults as previously reported. This report is filed june 17, 2014.

Event description:
Per the clinic, the recipient experienced a decrease in performance and dizziness with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2014; during the same surgery the patient was re implanted with a new device.